Manufacturer narrative:
The used/damaged lightwave ablator 90 degree angle is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
It was reported by the user facility that on (B)(6) 2017, during a shoulder arthroscopy rotator cuff repair procedure using a system 2450 set on blend (140/cut 50/coag) and a lightwave suction ablator, a piece of the tip of the ablator was seen floating in the joint space. The piece was retrieved using the shaver. There was no injury and no delay caused by this issue. This report is being filed for a reported malfunction with potential for serious injury.

Manufacturer narrative:
The used/damaged lightwave ablator 90 degree angle was received for evaluation. Visual examination of the returned device found the device tip burned in appearance and damage to the ceramic insulator. There is a detached portion of the ceramic insulator confirming the customer report that a piece of the tip was observed floating in the joint space. The exact cause of the burned tip and damage to the ceramic insulator was unable to be determined. However, evaluation of similar complaints revealed that high power generator settings and prolonged use may result in damage to the insulation. The coating thickness may have been reduced and compromised causing the rf energy to exceed the dielectric strength of the coating thus causing the damage observed on the insulator. This lot #201701051 was manufactured in a lot of (B)(4) units. There have been no other similar complaints received on this device/lot combination. (B)(4). This failure mode is addressed in risk documentation and the risk analysis shows an acceptable risk level. To date, there have been no serious injuries or death related to the reported issue or the use of this device. This reported problem will continue to be monitored via the complaint system to ensure product safety. All lightwave ablators are intended to be used for ablation, tissue modification and coagulation of soft tissue in shoulder, ankle, wrist, elbow, and knee arthroscopic procedures. To reduce the risk of insulation damage and injury to the patient, the instructions for use (IFU) provides the following precautions and warnings: use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Ensure all accessories are properly and securely connected to the generator and function as intended. Improper connection may result in arcing, sparking, or device failure, any of which can result in an unintended surgical effect, injury, or equipment damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately & replace.